Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient lost weight resulting in the ipg not sitting properly in the pocket. As result, surgical intervention may occur on a later date.

Event description:
Related manufacturer report number: 1627487-2022-01950 and 1627487-2022-01951. Additional information received indicates the patient¿s ipg site was revised on (B)(6) 2022 resolving the issue. It was also reported that the patient¿s lead had migrated resulting in ineffective stimulation. As result, the lead was also explanted and replaced. While explanting the leads the physician accidently explanted both leads. Two new leads were implanted and effective therapy was established post-operative. It is unknown which lead migrated so both are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.